Event description:
An rh discrepancy on the abs2000 was reported. The discrepancy occurred with multiple patient samples, over 2 different groups and screen batches. No medical action was taken following the discrepancies on the instrument.

Manufacturer narrative:
A service call was performed. There were numerous well correction errors. These errors caused several batches to be aborted. The track was adjusted to washer position for proper wash head evacuation, eliminating excessive pbs found in wells. Well correction errors were resolved. The dirty reader window was cleaned. The repairs returned the instrument back to expected function.